Manufacturer narrative:
For no allegation of device malfunction or nonconformance contributing to the reported event. Additional info was received from the user facility and from this it was determined that there was no problem with the deployment of the coils during the index procedure and continuous flush was maintained. The physician stated that the proximal neck of the aneurysm was not tightly packed during the index procedure out of concern for a fetal posterior communicating artery.

Event description:
One year after the embolization of the right posterior communicating artery aneurysm there was a reoccurrence of the aneurysm. This was treated by the placement of a further seven coils without issue. There was no reported clinical consequence to the pt. The pt was discharged two days post procedure.